Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: a review of the black box showed one power on reset event after the replace battery alarm. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap was unable to fit properly due to stripped threads. The reboots were duplicated, and the battery cap was difficult to remove from the pump. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. No power on resets were duplicated during the investigation. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.